Event description:
Caller states the patient tested 5.8 inr on the coaguchek xs system and 3.49 inr on a comparison lab. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
The user planned a trajectory into the pt's brain with the brainlab iplan stereotaxy planning software 3.0. After additionally referencing the target point relative to the ac or the pc point, the user noticed that the target point offset was incorrect on the treatment plan printout. The software calculates, displays and prints the stereotactic arc settings correctly on the screen, as well as on the printout. These settings are used to align the planned trajectory. Despite there was no adverse event or any pt injury reported by this or any other hospital, a risk to pt health could not be excluded.